Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on (B)(6) 2015. Product investigation is in progress.

Event description:
Pinched-mouth [mouth injury]; bottom part comes loose-oral-b [device breakage]; bottom part of brush head comes loose and pinches mouth [injury associated with device]. Case description: an adult male consumer of unspecified age reported that on his oral-b dual clean brushheads, used with an oral-b rechargeable toothbrush, version unknown, the bottom part comes loose and he has had them pinch his mouth. The case outcome was unknown. No further information was provided. (B)(6) 2015 reporter returned an unspecified number of toothbrush heads. Investigation is in progress.